Event description:
Revision surgery due to luxation of the rt-plus modular knee prosthesis. Intraoperatively the tibial insert was found broken. The whole rt-plus modular was replaced with another revision system.

Manufacturer narrative:
[(B)(4)].